Event description:
It was reported that the zimmer air dermatome blade was inserted upside down and used on a patient. The dermatome started to take a much thicker graft than expected. The surgeon immediately stopped and it was discovered that the blade was upside down. The wound was closed and a different harvest site was selected. Additional clinical follow up with the customer indicated that the reported issue resulted in patient injury, a ten minute increase in surgical time, and medical intervention. After the dermatome blade was turned to its correct position on the device, the procedure continued as planned with no further complications reported.

Manufacturer narrative:
The device was not returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 09/21/2010 and was last repaired on (B)(4) 2012, for a non-related issue. Per the instructions for use "mate the drive pin with the hole in the blade. "Insert with this side up" message. The complaint was likely caused by the user improperly inserting the blade into the air dermatome.